Event description:
Failed essure. Had it placed in 2008 got pregnant in 2010, 2011x3 and currently pregnant (2015) also have had low to no energy, weight gain, hair loss, gall bladder issues, pain, bloating, emotional issues.